Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux-n-y gastric bypass, the device¿s needle broke off and fell into the patient cavity while being used in anastomosis of roux limb. Fragment was less than one centimeter. The surgeon took off the broken needle and finished the anastomosis with another needle on the device. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Needle piece was inspected under a microscope and the needle was found to have broken at the suture swage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux-n-y gastric bypass, the device¿s needle broke off and fell into the patient cavity while being used in anastomosis of roux limb. Fragment was less than one centimeter. The surgeon retrieved the broken needle using laparoscopic grasper, and finished the anastomosis with another needle on the device. There was no injury caused to the patient and no medical intervention was required.